Event description:
The hosp reported that during the coronary bypass procedure the first seal did not deploy out of the tube. A replacement device was used and when the surgeon was removing the delivery tube, he noticed a tear on the aorta. He used a pledget to repair the tear. When removing the seal, the surgeon noted that he had inadvertently stitched the seal when he had repaired the tear earlier. He applied a side biter clamp and had to cut the seal to remove it from the aorta. At this time he noticed that the seal had, also, not unraveled completely. No other pt complications were reported and the pt is doing fine. This MDR is reported as serious injury for the tear in the aorta where a side biter clamp was used to repair it.